Event description:
A male patient reported experiencing keratitis while using renu with moistureloc multi-purpose solution. The pt's eye (unspecified) was red, swollen, irritated and sensitive to light. He sought treatment at an urgent care facility and was subsequently sent to the emergency room. The ER dr examined the pt's eye and consulted with an ophthalmologist regarding the pt's condition. The pt was diagnosed with keratitis and prescribed unspecified antibiotic drops. Two days later, the pt saw the ophthalmologist and the pt's condition was confirmed as keratitis. He was continued on antibiotic drops and was also given unspecified steriod drops. The pt discontinued contact lens wear from 2006. After the infection cleared, the pt began using different contact lens cleaner.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.